Manufacturer narrative:
The endoscopic controller was returned to isi for failure analysis. Failure analysis was able to reproduce system error code #48204 during functional testing on an in-house system. The video image overall had a green hue. It was concluded that the green hue image was due to a bad light engine or the unit required re-calibration. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the image on all of the monitors presented as green. The customer installed a replacement endoscope; however the issue persisted. The site contacted intuitive surgical, inc. (Isi) for technical support assistance. Review of the site's system logs by the isi technical support engineer (tse) found that the system error code # 48204 was generated and was associated with the endoscope controller. The surgeon made the decision to complete the planned surgical procedure using traditional laparoscopic techniques. There was no report of any patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and confirmed that the reported power issue was associated with the endoscopic controller (ec). To resolve the issue, the fse replaced the ec. The ec provides camera interface and control functions for the camera instruments. System error code # 48204 is generated with the da vinci surgical system detects a failure in the light engine sensor of the ec.